Event description:
Pt had acute anterior cruciate ligament tear, right knee. Surgical repair completed on (B)(6) 2007. On post op visit (B)(6) 2007, follow up x-ray done, noting retained guidewire right knee. Pt had surgical removal of guidewire on (B)(6) 2007. Once removed, guidewire appeared to have been broke off. Retained piece measures 3" in length.